Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed the right ventricular (rv) lead exhibited high impedance measurements. No intervention or patient condition was reported.